Event description:
It was reported that an infiltration occurred while infusing an unknown medication with a pump in the pediatric care area. The medication was not caustic and the infiltration was treated with compresses.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, so an evaluation could not be performed. If the device is returned, an evaluation will be performed and a supplemental report will be submitted.